Event description:
Information was received that the patient underwent a generator replacement due to battery depletion. The patient's replacement surgery facility is a no return site therefore the patient's generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient was referred for generator replacement due to neck and head pain. No surgical intervention has been reported to date. No additional relevant information has been received to date.